Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) events at night time. Customer provided a bg value of 28 mg/dl. Reportedly, bg level was treated with juice. Customer indicated that the low bg is due to the customer being a "brittle diabetic".